Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the eol/eos message displayed. Additional information received confirmed that the patient developed an infection before any troubleshooting was completed. The entire device system was explanted. The patient returned to baseline parkinson's disease symptoms. The device was sent to have cultures completed and then it was going to be returned to the manufacturer.